Event description:
The user facility reported that the angio-seal thread had come loose when pulled. Wire recovered; the practitioner pulled on the wire. There were no clinical consequences for the patient and the patient was not harmed.

Manufacturer narrative:
Patient identifier: requested, not provided age & date of birth: requested, not provided patient sex: requested, not provided weight: requested, not provided ethnicity: requested, not provided race: requested, not provided implanted date: device was not implanted explanted date: device was not explanted health professional - requested, not provided occupation - requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the sample receipt date in section d9, to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the unused returned samples. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the unused returned samples. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. Three 6fr angio-seal vip devices were returned for product evaluation. The three returned samples included the carrier tube, hemostasis sheath, arteriotomy locator, guidewire, and packaging. All three devices were visually inspected and were found to have been in unused and packed condition. Functional testing was performed by assembling and deploying the returned devices in the vessel model. The devices were set to the forward lock position and then engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath in all three devices. Deployment was then tested by pulling on the device. The anchor, suture, collagen, and tamper tube were able to deploy from all three devices successfully. The tamper tubes were tamped down successfully. The device tends to work as intended. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).